Event description:
It was reported that on (B)(6) 2022, the patient underwent a surgical procedure. The aiming arm on the tn-advanced system missed the nail, the nail was broken, and had to work around it. A new drill hole needed to be made using a freehand technique. The procedure was completed successfully. There was a surgical delay of ten (10) minutes. The patient outcome was unknown. This report involves one (1) aiming arm/ radiolucent. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: additional device product: jds. Part: 03.043.029. Lot: 2023518. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: september 18, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm/ radiolucent was found to have both latch hooks broken. The broken pieces were not returned. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm/ radiolucent and was unable to be performed due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: aiming arm, radiolucent. Latch tn + rfn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.